Manufacturer narrative:
The device was received fully deployed. The soft cannula was observed in the needle well. Download data indicates the device delivered a total of 3318 pulses. During the investigation, the needle mechanism was reset to the not deployed state, and then manually deployed. No damages or defects were observed that would prevent the needle mechanism from deploying as intended. No issues were found that would prevent the cannula from deploying.

Event description:
It was reported while a patient activated a pod the cannula had failed to deploy and the pods pink slide did not move forward. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.